Manufacturer narrative:
Date sent to the FDA: 01/16/2020. Additional information was requested, and the following was obtained: were there any adverse patient consequences? Patient current status? All the answers are unknown.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any adverse patient consequences? Patient current status?

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on (B)(6) 2019 and the suture was used. It was reported that the suture broke at the time of internal mammary artery-anterior descending artery anastomosis, which required re-anastomosis. No additional information could be provided. There were no patient consequences reported.